Event description:
Rubber ring failed to fire during laparoscopic tubal sterilization procedure. Process repeated and ring failed to fire again. Retriever portion of applicator divided the tube during the second attempt. Endo loop sutures applied to each tubal section.